Manufacturer narrative:
(B)(4). Complaint photographs were evaluated and the reported event was not confirmed review of photographs determined that the products are acceptable per both visual aid review of a provided photo of the packaging determined that no failure was found as the product is within specification(s). No further investigation or action is required after review. Review of the device history records and a complaint history review was not performed per device meeting specifications. Review of a provided photo of the packaging determined that no failure was found as the product is within specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during incoming package inspection the package was found with a crease in the sealing area. There was no adverse events reported as a result of this malfunction as there was no patient involvement.